Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a user was shocked.

Manufacturer narrative:
Alleged failure: todd or shocked when plugged in. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most provable root cause could be damaged power cord or electrical static discharge when connecting the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that a user was shocked.